Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via telephone call that the customer was hospitalized due to low blood glucose. The blood glucose reading was 3 mg/dl. The customer was given a shot of pure sugar, and then intravenous dextrose. The customer had been changing her infusion set and delivered too much insulin. The customer did a fill tubing with a plunger instead of with the insulin pump, and delivered about 80 units of insulin. The drive support cap appeared normal. The customer was feeling better after her stay in the hospital and was going over treatment with health care professionals.